Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider via a medical affairs representative in regards to a patient who was being treated with baclofen intrathecal therapy via an implanted pump. The type, concentration, dose, and lot number of baclofen was unknown. The pump's indication for use (IFU) was indicated as intractable spasticity. The patient's medical history and concomitant medications were unknown. The physician had an intrathecal baclofen patient who was septic, and was nearing the pump refill date. They had made a decision not to refill during the active infection, so the physician had requested medical information on how to safely wean down the patient's itb dose. Additional information was requested for drugs contained in the pump and any other medications the patient was taking at the time of the event, pertinent medical history, when the patient first started experiencing the infection, diagnostics and actions/interventions were taken to resolve the infection, cause of the infection, and had the infection been resolved. A supplemental report will be provided as additional information becomes available.